Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, it was noted that the device was covered in a thick coating and the pocket was filled with fluid which was full of what appeared to be calcification. The patient had a swab test for infection and the results were negative. The patient tolerated the procedure well and was in stable condition post surgery.